Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced high blood glucose. The blood glucose at the time of incident 500 mg/dl. Educated customer on inpen app explaining that it did not show blood glucose over 400 mg/dl. The current blood glucose was 185 mg/dl. Insulin pen will not be returned for analysis.